Event description:
New information received notes that increased high voltage lead impedance was observed. Externalized conductors were noted via cinefluoroscopy between the svc and rv coils and distal coil at end of loop.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. A decrease in pacing lead impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.